Event description:
The customer reported via telephone call that the blood glucose had been running high despite changing the set. The customer treated with manual injection. The blood glucose went from 360 - 500 mg/dl and eventually 549 mg/dl after eating. The blood glucose at the time of the call was 498 mg/dl. The customer was not hospitalized. The drive support cap appeared normal and recessed and the insulin looked okay. The date and time were correct but the customer was unsure if the bolus or basal settings were correct. The customer did not recall receiving any alarms before the high blood glucose began. The customer was unable to perform the high pressure test and was advised to call back when possible to complete troubleshooting. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.